Event description:
It was reported by clinician to the territory manager that one out of one dressing on one patient was sticking and had difficulty in removal. This product was regularly used at this medical facility. Product was being placed on skin donor sites. No prior issues at this facility with this product have been reported before. No photo is available at this time.

Manufacturer narrative:
This emdr is being submitted for each individual patient since there have been three instances recently of different dressings which was sticking and difficult to remove from three different patients. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. It was not possible to complete a batch record review, as the batch number reported under complaint could not be obtained (cno). The product reported under complaint was kaltostat drs 5x5cm (1x10pk) ster int. The kaltostat product under complaint has a 3 year shelf life, and when checking this material code in sap, the last product manufactured on this material code was manufactured 28 february 2019, so would have had an expiry date of 27 february 2022. Based on these findings, as the complaint was received after this date in may 2022, it is likely that the product under complaint was outside of its expiry date when it was used on the patient. It is likely that the issues reported under complaint for the dressings are resulting from the product being used outside of its expiry date period. No harms have been reported for either of the three related complaint records raised for this product. Territory manager's name: (B)(6). Territory manager's contact information: (B)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).